Manufacturer narrative:
Customer was send a replacement.

Event description:
A customer contacted beckman coulter inc. (Bci) and stated that their lexmark t640 printer connected to the unicel dxc 600i synchron access clinical systems, toner is leaking. No injury was reported on this issue.